Event description:
A customer reported discrepant patient results for estradiol (e2) on the aia-900 analyzer. The initial result was greater than 3000pg/ml. When the customer diluted the sample x10 (equal to the tosoh recommended dilution of 1:10 ratio), reran the sample, the result was 2324.4pg/ml. This result was reported out and questioned by the patient physician due to the patient history of 2758.1pg/ml. The customer noted that when the sample was ran three times (3x) not diluted, the result remained greater than 3000pg/ml. Then when sample was diluted x10 again and ran three times, results were inconsistent: 3040.4pg/ml., 3090.3pg/ml. And 2803.6pg/ml. The customer stated they ran sixty (60) samples and had two (2) samples with questionable results. The customer did not provide the information for the second sample in question. Technical support specialist (tss) stated it may be a patient sample problem; however they would dispatch service per customer request. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the results printouts. The customer also reiterated to the fse they only had two (2) patient samples with discrepant results. The fse checked all tubing connection for potential leaks and found none. The fse then checked both bf wash probes for tip damage, wear and stickiness for the spring action. The fse found both wash probes spring action were sticky causing them to intermittently not spring back to normal position fully. The fse then inspected the detector lens for cleanliness and was found to be okay. Fse also checked the sample nozzle for any obstructions in the tip and found none. Fse replaced both bf wash probe tips, cleaned and lubricated the bf wash probes and worked the lubrication into the spring action. The fse verified that both probe spring action functioned as expected with no friction. The fse primed all reagents and confirmed no leaks as well as verified all pumps were operating as expected. The fse then cleaned and lubricated the sample nozzle lead screw, all guide rods and rails. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The fse also noted they reminded the customer that all blood tubes must clot for 30 minutes prior to spinning and no tube with fibrin shall be used for testing. Samples with fibrin may result in inaccurate patient results. The aia-900 analyzer is operating as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from the install date of 11sep2024 through aware date of 24feb2025. There were two (2) similar complaints identified during the searched period, which includes this event. The analyte application manual for estradiol (e2) states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended. That commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to lubrication problem with the bf wash probes, cause traced to maintenance.